Event description:
Information was received that the cadd solis vip pump failed flow test.

Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The reported problem regarding failed accuracy was unable to be confirmed. During investigation, delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The pump's expulsor will be trimmed as a preventive measure in order to bring the delivery into more normal range.